Event description:
A company representative reported that the tip of a cayman inner threaded flex shaft fractured and the tip of a cayman united plate inserter could not adequately engage with a plate intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the inner threaded flex shaft.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.